Event description:
Procedure type: urological. According to the reporter: during the 6 week post-operative check-up, the doctor noted a 3-4 cm extrusion on the anterior vaginal wall and delayed healing. The doctor stated that the patient had poor tissue and poor vascularization, due to scar tissue. The patient is being treated with metrogel for 4 weeks.